Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured abutment was confirmed. Visual inspection of the as returned product identified a fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Patient weight is not provided / unknown.

Event description:
It as reported by the customer that upon removal of the diem prosthesis to start the fabrication of the permanent prosthesis, they noted that the ilpc444u (one piece abutment) was loose. Further investigation proved that the threaded portion of the abutment had sheared off internally within the implant. They replaced the diem prosthesis temporarily and ordered a replacement abutment.